Event description:
Customer reported receiving a higher reading than a reading from a hcp meter and provided the following results: adc meter: 228 mg/dl vs hcp meter: 53 mg/dl. Customer further reported that on (B)(6) 2018 customer received the reading of 228 mg/dl and took his unspecified regular levemir (insulin detemir) dose. He further noted receiving a reading of 75 mg/dl, but it is unknown when this reading was received. A few hours later, he felt ¿tired and his vision was blurry¿ so he self-presented to his healthcare provider. At the hcp office, a reading of 53 mg/dl was received and he was given two boxes of juice to drink. A subsequent reading of 83 mg/dl was received and no further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Serial number) has been updated based on returned product. Meter (B)(4) has been returned and investigated. Performed visual inspection on returned meter and no issues were observed. Meter powered on with button depression and insertion of retain strips. Control solution testing was performed and results were satisfactory. Returned meter functions were normal. No malfunction or product deficiency was identified. The reported test strips have not been returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the precision strips were reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was not performed for precision strips due to strip expiration. The xceed meter was returned and determined to have satisfactory control solution testing results and no other issues were identified. Therefore, no further investigation activities were performed for the xceed meter. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading than a reading from a hcp meter and provided the following results: adc meter: 228 mg/dl vs hcp meter: 53 mg/dl. Customer further reported that on (B)(6) 2018 customer received the reading of 228 mg/dl and took his unspecified regular levemir (insulin detemir) dose. He further noted receiving a reading of 75 mg/dl, but it is unknown when this reading was received. A few hours later, he felt ¿tired and his vision was blurry¿ so he self-presented to his healthcare provider. At the hcp office, a reading of 53 mg/dl was received and he was given two boxes of juice to drink. A subsequent reading of 83 mg/dl was received and no further treatment was required. There was no report of death or permanent injury associated with this event.